Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device was giving off fumes and the device was hot. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During external and internal inspection, unknown white contamination (dust-like), at the air inlet of the blower box. Unknown white, and black (inconsistent with degraded sound abatement foam), contamination in the iso port (international organization of standardization and top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam), brown specks of contamination in the bottom enclosure. Unknown black residue on inside of enclosures (inconsistent with degraded sound abatement foam). Manufacture used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device and the manufacture was not able to confirm the complaint.